Event description:
The affiliate reported that the 3 way stop cock was leaking air during aspiration over the access tube. After repeated sampling of csf, the connecting side of the 2 way stop cock was leaking and dripping.

Manufacturer narrative:
Upon completion of the investigation, it was noted that there was a confirmed leak around the tubing of the drip chamber, it was not determined as to how this happened; the current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records was not possible as no lot numbers were given. Trends are being monitored and a CAPA (corrective and preventive action) has been opened. (B)(4). Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.